Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood/body fluid was present on the distal conductor. (B)(4) no anomalies were found; full lead returned for analysis. Blood/body fluid was present on the distal conductor, the outer tubing overlay, and the lobe mechanism. The lobe was also distorted/bent.

Event description:
It was reported that the lv lead was dislodged. The lead was explanted and replaced. Another lv lead was attempted, however not implanted due to patient anatomy. No patient complications have been reported as a result of this event.